Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: hemostasis failed requiring stent placement. Additional information stated 10x39mm stent was placed at the access site. Stent placement was successful.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted for investigative purposes. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7mm x 8mm, little calcification, minor tortuosity, with a depth deployment measurement of 4cm + 1cm. A single stick using ultrasound and micro puncture was performed to gain an upper-femoral positioned access. No issues were encountered advancing or exchanging procedural sheaths. The proctor observed manta was deployed at the 4cm + 1cm depth, however, the physician appeared to not view the tension gauge window during deployment until it was pointed out. Following deployment hemostasis was not achieved and a covered stent was placed. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician assesses the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The physician expressed the anchor probably partially pulled out of the arteriotomy. The root cause of the extended hemostasis requiring a covered stent is possibly due to during deployment the physician did not adjust the tension according to the tension gauge and likely applied to much tension while pulling on the manta causing the anchor to partially pull out of the puncture site. Without further information pertaining to the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes a determination for the extended time to hemostasis requiring a covered stent cannot be determined.